Manufacturer narrative:
The suspect pump was returned for evaluation. Visual inspection was performed and was found that there was a detached downstream occlusion (dso) seal. The event history log (ehl) was reviewed and was confirmed that there were no anomalies noted related to the complaint. The service history review was performed, and it was confirmed that there was no previous repair noted. The pump failed in latch lock test due to a defected latch lock sensor. The allegation made by the complainant was confirmed. The probable root cause of the event was due to the defective latch lock sensor and detached dso seal. The defective components were replaced.

Event description:
It was reported that an infusion pump had a defective latch lock sensor and a detached downstream occlusion (dso) seal. The event occurred during testing. There was no patient involvement and harm occurred.